Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/11/2020 h.6. Investigation: customer returned (4) open 8mm, 31g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle is bent. The returned pen needles were tested and all were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle bent. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that unspecified bd¿ pen needle was blocked on 4 occasions. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the needles are blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked on 4 occasions. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the needles are blocked.